Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted for impedance on the right atrial (ra) lead. Values appear to be consistent with historical values. The ra lead remains in use. No patient complications have been reported as a result of this event.